Event description:
It was reported the images were breaking up on monitors intermittently. The image was not usable for diagnostics. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and the table generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.